Event description:
Spontaneous call from patient regarding cadd legacy pump sn (B)(4) (04/2019) that started beeping randomly at 10pm on (B)(6) 2018. Patient stated she replaced tubing and cassette and it continued to do that time to time. She would turn off the pump and it would reset but it would start to beep again. Second pump working properly. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device is available to be returned for investigation? Yes. Did we replace device? Yes. Reported to (B)(6) by: patient/caregiver. Strength 1.5 mg. Dose or amount: 20 ng/kg/min, frequency: continuous, route: IV. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.